Event description:
A hospital in (B) (6) ('the hospital') reported via fisher & paykel healthcare's ('fph') distributor in (B) (6) that the temperature of an infant pt placed under the (B) (4) cosycot infant warmer ('the warmer') allegedly reached 40.8 degrees celsius with no consequent alarm being issued by the warmer. The hospital further reported that the skin sensor was not in contact with the pt's skin at the time of the event. The hospital confirmed that the pt did not suffer any consequences as a result of the event.

Manufacturer narrative:
(B) (4). Conclusion: performance testing of the complaint infant warmer following the reported incident has verified that the warmer is operating correctly. In consideration of the available info supplied initially and upon further request, it is likely that the root cause of the incident is due to the skin sensor not being in direct contact with the pt's skin (possibly detached during use or not correctly positioned) which fed an inaccurate temperature reading to the warmer. This could have contributed to the increase in the pt's temperature as the warmer tried to attain or maintain the set temperature. Should the actual skin temperature of the pt have been read by a properly connected skin sensor, the appropriate high skin temperature alarm on the warmer (tested and verified to be fully functional) would have activated both visually and audibly as soon as the pt's temperature reads 1 degree celsius above the set temperature. Fisher & paykel healthcare manufactures 3 models of infant warmers (B) (4), all of which utilise the same warmer head design. These model have been available for approx 10 years. This is the first and only complaint of this nature that we have received (B) (4).